Manufacturer narrative:
E1: facility name - (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error code e224 displayed on the monitor due to a faulty cable. Based on the results of the investigation, the most likely cause of the complaint traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited e224 error code. The issue occurred during maintenance. There was no patient involvement.